Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer inspected the device and performed the extended self-test (est) to resolve the reported issue. The ventilator passed all testing and operated within manufacturing specification.

Event description:
It was reported that the ventilator has a breath delivery (bd) power on self-test failure. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and performed the extended self test (est). The ventilator passed all testing and operates within manufacturing specification.